Event description:
Suture disengaged from needle and was in pt shoulder. A mini-arthrotomy was required to remove the needle. Surgery was completed with 45 minutes delay. This device is used for treatment.